Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned, tilted within and perforated the inferior vena cava (ivc) wall and cause injury and damages to the patient, including but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter tilt and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned, tilted within and perforated the inferior vena cava (ivc) wall and cause injury and damages to the patient, including but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering and other damages.

Manufacturer narrative:
Additional information received per the discovery form (df) states that the patient has a history of knee pain. The form also states that the patient experienced tilting of the filter and six filter legs perforated into the wall of the inferior vena cava. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, tilted within and perforated the inferior vena cava (ivc) wall and caused blood clots, clotting and occlusion of the ivc. The patient has indicated that six filter legs perforated the ivc. The patient has also reported a history o knee pain. According to the additional information received in the patient profile from (ppf), the patient became aware of the reported events six years and twenty days post implantation. The patient also reports to be suffering from stress, anxiety abdominal and chest pain. Per the medical records, the patient had a history of deep vein thrombosis (dvt). The filter was placed as the patient was in a hypercoagulable state and was to undergo an upcoming orthopedic surgery. During the implant procedure via the right groin, the filter was placed at the l2-l3 junction. The diameter of the vena cava was noted to be 22mm. The patient tolerated the procedure well. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the additional information received in the patient profile from (ppf), the patient became aware of the reported events six years and twenty days post implantation. The patient also reports to be suffering from stress, anxiety abdominal and chest pain. The following additional information received per the medical records indicates that the patient has a history of deep vein thrombosis (dvt). The filter was placed as the patient was in hypercoagulable state and was to undergo an upcoming orthopedic surgery. During the implantation procedure via the right groin, the filter was placed at the l2-l3 junction. The diameter of the vena cava was noted to be 22mm. The patient tolerated the procedure well. As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. Per the medical records indicates that the patient has a history of deep vein thrombosis (dvt). The filter was placed as the patient was in hypercoagulable state and was to undergo an upcoming orthopedic surgery. During the implantation procedure via the right groin, the filter was placed at the l2-l3 junction. The diameter of the vena cava was noted to be 22mm. The patient tolerated the procedure well. The filter subsequently malfunctioned, tilted within and perforated the ivc wall and cause injury and damages to the patient, including but not limited to, blood clots, clotting and occlusion of the ivc. Per the patient profile from (ppf), the patient became aware of the reported events six years and twenty days post implantation. The patient also reports to be suffering from stress, anxiety abdominal and chest pain. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot 15443375 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.